Event description:
The neonatal intensive care unit has experienced a large number of extended dwell catheters infiltrating in less than 24 hours. These catheters are meant to stay in place for an extended period of time. These catheters are from lots numbers 1028 and 1029. There is concern that the catheters have a manufacturing defect. Another possibility is an error in technique when placing, but the 5 catheters were placed by 4 separate individuals and so that seems unlikely.